Event description:
It was reported that the opsite flexifix gentle doesn't stick well as when removing the backing, some gel adhesive is left behind on the skin. It is unknown if a backup was available to continue with treatment.

Manufacturer narrative:
The device use in treatment was not returned for evaluation. But we have been able to review the supplied photo, this shows the silicone remained on the carrier. This has established a relationship between the reported event, with the root cause identified as a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.